Event description:
A doctor reported an error message occurred. There was no patient injury; however, approximately 5-7 cases were cancelled as a result.

Manufacturer narrative:
Product will not be returned for evaluation.